Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tjd5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not being able to adjust stimulation. The patient programmer display showed the ¿call your doctor¿ icon and a power on reset (por) condition. The patient stopped feeling sensation a couple of days ago. The por occurred after a lead revision surgery. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report #3004209178-2015-08081 for the patient¿s lead revision surgery.